Event description:
It was reported the patient a left knee revision approximately two and a half years post-implantation due to pain and tibial subsidence. During removal of the tibial tray, it was noted that the cement remained attached to the medial side of the tibia (which had subsided) and came detached from the lateral side. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical products: biomet bc r 1x40 us catalog#: 110035368. Lot#: 005eae2047. Femur cemented cruciate retaining (cr) standard left size 10 catalog#: 42502606801. Lot#: 64808009. Articular surface medial congruent (mc) left 14 mm height catalog#: 42512100814. Lot#: 64666580. All poly patella cemented 32 mm diameter catalog#: 42540000032. Lot#: 64825834. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient a left knee revision approximately two and a half years post-implantation due to pain and tibial subsidence. Scar tissue was noted at the revision. During removal of the tibial tray, it was noted that the cement remained attached to the medial side of the tibia (which had subsided) and came detached from the lateral side. No additional patient consequences were reported.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed via medical records. No product or pictures were provided. The medical records and x-rays provided were reviewed by a healthcare professional and identified reported knee pain, negative for infection, with the tibia looking to have subsided, along with grossly loose. The tibial component was removed easily and the surgeon noted a large defect in the medial tibial plateau, along with scar tissue. Bone quality was also noted to be osteopenic. The femoral component was downsized, patella remained implanted. Tibial loosening and subsidence resulted in malalignment. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.